Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms and pump stops associated with driveline disconnect events was confirmed via the submitted log file. The system controller event log file contained data spanning 2 days ((B)(6) 2024 ¿ (B)(6) 2024per the timestamps). The log file captured a backup battery fault alarm from 21:34:25 on (B)(6) 2024 to (B)(6) 2024 at 11:57:23 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable voltage. The backup battery fault alarm resolved when the battery was disconnected and reconnected, and the alarm did not return in the log file. The driveline was disconnected at 21:38:53 on (B)(6) 2024, resulting in the pump stopping. The driveline was reconnected at 21:38:55 on (B)(6) 2024 and the pump ramped up to the set speed as intended. The driveline was disconnected again at 21:50:02 on (B)(6) 2024 resulting in the pump stopping. The driveline was reconnected at 21:50:04 on (B)(6) 2024 and the pump ramped up to the set speed as intended. Driveline disconnected, pump off, and low flow hazard alarms activated as intended each time the driveline was disconnected. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. It was reported that the backup battery fault alarm was resolved by replacing the backup battery. No product was returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the cause of the driveline disconnect was confirmed and if the backup battery would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook, section 6 "caring for the equipment" and heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, section 10 and heartmate 3 IFU, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 IFU section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm as well as 2 driveline disconnect alarms and a pump off alarm on (B)(6) 2024. The patient and their caregiver did not recall the driveline being disconnected on (B)(6) 2024. Log files were submitted for review. The event log captured the reported backup battery faults on (B)(6) 2024. It appeared that the backup battery failed the load test. Following the onset of the backup battery faults the log file appeared to contain 2 true driveline disconnects/reconnects. The pump did resume normal operation following these events with the ongoing backup battery faults. The backup battery was replaced, and the backup battery fault alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.